Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: thrombosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that the procedure was to treat a svg to the pda. The 3.5 x 18 mm xience was deployed. A waist was observed at the proximal segment of the stent, due to the anatomy, not a deployment issue. Post-dilatation was performed with a highsail, multiple inflations, the highest being at 22 atm. A tiny bit was still observed, but it was considered a good result. No dissection was observed and the patient was sent to the ICU (approx 1:00pm). The patient was put on nitro drip as he was experiencing some hypotension. A few hours later (approx 4:30-5:00) the patient was experiencing chest pain and at 7:00pm, the patient returned to the cath lab. Thrombosis was observed at the distal edge (not inside)) of the stent. Another company's thrombus sucker was used to remove the thrombosis. Then another company's 3.5 x 23 mm stent was implanted at the distal end of the svg and a 3.5 x 28 mm xience was placed just distal to the previously implanted xience stent. There were no additional patient effects and the patient was discharged in 2009. A cine of the procedure was returned for review. Review of the cine for the second procedure revealed a distal edge dissection. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident information. A cine of both of the procedures were received and reviewed by a clinical specialist. An image in the second procedure cd suggested that there was some vessel damage at the distal stent edge that may have precipitated thrombus formation. Angina, thrombosis, and dissection are listed in the xience IFU, are known adverse events associated with coronary stenting and not necessarily an indication of a product quality deficiency. There was no report of any product malfunction at the time of the stent implant. Dissection can be influenced by several factors. The IFU also states: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention. It is likely the angina and hypotension are secondary effects of the thrombosis and dissection, which was treated with a thrombus extraction device and implantation of two stents. It was reported that direct stenting was performed. It should be noted in the xience v IFU states: pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel/lesion to be treated. Limit the longitudinal length of pre-dilatation by the ptca balloon to avoid creating a region of vessel injury that is outside the boundaries of the xience v stent. It was reported another company's drug eluting stent was implanted in the same lesion as a xience v stent. The xience v IFU also states: effects of multiple stenting using xience v stents combined with other drug-eluting stents are also unknown. When multiple drug-eluting stents are required, use only xience v stents in order to avoid potential interactions with other drug-eluting or coated stents. Although there is no indication of a product quality deficiency, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined.